Manufacturer narrative:
Patient ID: (B)(6). Patient weight is unknown. Additional product codes: nkb, mni, mnh, kwp. Unknown date in february 2016. Complainant part is not expected to be returned for manufacturer review/investigation, as it was reportedly discarded. (B)(4) used to capture degenerative disc disease. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal and revision procedure of two (2) nuts, two (collars), and two (2) screws belonging to synthes uss construct from l2 vertebra on (B)(6) 2017. Two (2) initially implanted caudal rods were left in the patient and connected to new rods using rod to rod connectors. The patient had a l2-ilium posterior fusion with synthes uss in (B)(6) 2016. The patient is reported to have increasing back pain since the time of the initial fusion procedure, possibly due to degenerative disc disease and stenosis above the levels of the (B)(6) 2016 fusion procedure. After removing the nuts, collars and screws from l2 vertebra bilaterally, the surgeon inserted rod to rod connectors on the existing rods at l2 followed by placing new screws at t10, t11, t12 and l1. The surgeon then connected the existing caudal rods to the new cranial rods with the rod to rod connectors bilaterally, thus concluding the procedure. The removal and revision procedure was completed successfully and uneventfully with no additional interventions required. The patient is reported to be in stable condition. This is report 4 of 6 for(B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.